Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic sphincterotomy (est) procedure on (B)(6), 2011. According to the complainant, prior to introduction into the patient, the device was tested and bowed properly. The device was then inserted into the patient and positioned at the bile duct. However, when the device was activated to perform the sphincterotomy, the sphincterotome failed to deliver electrical current. The device was removed from the endoscope. At this time, it was noted that the distal tip of the cutting wire was broken. No portion of the cutting wire detached from the device inside of the patient. The procedure was completed with another autotome rx sphincterotome. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information received since (B)(6), 2011 a visual examination of the returned device found that the working length was twisted, the extrusion at the distal pierce hole was melted, and the distal end of the cutting wire with anchor had detached from the distal pierce hole but remained attached to the device. From an analysis of the distal end of the device, it appears that the cutting wire melted the extrusion at the distal pierce hole creating a tear in the extrusion. The cutting wire with anchor dislodged from the torn distal pierce hole. The cutting wire appeared discolored from use. The weld-solder integrity of the cutting wire-anchor notch was found to be intact. The investigation concluded that the melted working length and dislodged cutting wire are likely due to customer handling/usage. Therefore, the most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic sphincterotomy (est) procedure on (B)(6), 2011. According to the complainant, prior to introduction into the patient, the device was tested and bowed properly. The device was then inserted into the patient and positioned at the bile duct. However, when the device was activated to perform the sphincterotomy, the sphincterotome failed to deliver electrical current. The device was removed from the endoscope. At this time, it was noted that the distal tip of the cutting wire was broken. No portion of the cutting wire detached from the device inside of the patient. The procedure was completed with another autotome rx sphincterotome. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "good." Additional information received since (B)(6), 2011. According to the complainant, during the procedure, the device was positioned at the bile duct and the sphincterotomy was begun. However, when incising the target site, the device stopped delivering electric current. The device was removed from the patient. At this time, it was noted that the distal tip of the cutting wire was broken.